Event description:
It was reported that, "patient dislocated surgeon who revised hip thought a shallow acetabular w/ compromised soft tissue affected the dislocation. Patient revised to at total hip with exeter and trident."

Manufacturer narrative:
Device not returned due to hospital policy. No evaluation will be performed. If device becomes available with additional information a supplemental report will be issued.